Event description:
The operator of an advia 2400 instrument stated that two calcium results reported from the analyzer have been questioned by the physician(s). The customer did not provide patient data. All calcium samples are sent to an alternate lab for analysis. It is unknown if there are reports of patient intervention or adverse health consequences due to the calcium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the area behind the instrument and intake area. The cse affixed a label to the top of the instrument asking that the customer run the instrument with the lids closed and to maintain cleanliness. The cause of the discordant calcium results is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2014-00239 was filed on march 20, 2014. Additional information (02/24/2014): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran decontamination, replaced the lamp and ran lamp energy and cell blank. The cse also replaced reagent probe 1 pump mechanism. Precisions, quality controls and patient samples were run, resulting within range. Upon follow-up, the customer stated that ca testing resumed and quality controls were within range. The cause of the discordant ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.